Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Initial reporter - ni. : product requested, not yet received.

Event description:
During an open reduction internal fixation of the tibial plateau the driver fractured causing a two hour delay while another driver was sterilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument was confirmed to have fractured, but the fractured tip was not returned. A conclusive root cause of the event could not be determined.